Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that while advancing a wire from the contralateral side, it appeared the wire went through the aaa and the patient became hemodynamically unstable. There was bleeding in both groins which was hard to locate upon closing. Additional information was obtained that the patient had passed at a later time; however, the exact date of death is unknown.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the hemodynamic instability and patient death are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest there was difficulty in cannulating the contralateral limb that was not included in the event as reported. The difficulty in cannulation was discovered on october 07, 2022 during a review of the operative notes dated 08/17/2022. The event is most likely anatomy and user related. The graft was planned to land below the accessory left renal artery. This left the length to deploy the alto graft system shortened to 71mm, which likely resulted in the difficulty in cannulating the contralateral limb (anatomy and user related). The difficulty in cannulation of the limb likely resulted in the prolonged procedure. The procedure related harms identified were abnormal blood loss (1600 cc), cardiac arrest, prolonged procedure (10 hours), and perforated aorta with rupture. There was a failure of the closure devices in the bilateral groins, which likely contributed to the abnormal blood loss and hemodynamic instability. There was a perforation of the aorta by the snare wire for the crossover lumen leading to a rupture, which was likely due to the difficulty in cannulation of the limb and the prolonged procedure. The abnormal blood loss was related to the perforation and resultant rupture as well as the perclose (non-endologix) system failure. The final patient status was reported to be deceased. The patient death was determined to be procedure related. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that while advancing a wire from the contralateral side, it appeared the wire went through the aaa and the patient became hemodynamically unstable. There was bleeding in both groins which was hard to locate upon closing. Additional information was obtained that the patient had passed at a later time; however, the exact date of death is unknown. Additional information: an internal clinical assessment determined that there was evidence to reasonably suggest there was difficulty in cannulating the contralateral limb that was not included in the event as reported. The difficulty in cannulation was discovered during a review of the operative notes.